Manufacturer narrative:
The device was returned to resmed design house in (B)(4) for an extensive engineering investigation. The reported system fault 101 was confirmed through review of the device logs. The investigation determined that the system fault 101 was triggered due to the user incorrectly installing the expiratory adapter, causing a slight leak in the circuit as well as water contamination to the expiratory pressure sensor inlet. Based on all available evidence, it appears the user disconnected the circuit during this situation, causing the system fault 101 to generate. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Manufacturer narrative:
The device was returned to (B)(4) for an evaluation. An analysis of the device log confirmed that a system fault 101 was triggered in the device. It was also found that system fault 74 was triggered in the device indicating a software task error occurred. The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed corp. That an astral device displayed an alarm (sf 101) indicating that the outlet pressure measurement may be incorrect. Per the reporter, the patient had to be manually ventilated while another machine was set up. There was no patient injury reported as a result of this incident.